Event description:
The following was reported to hamilton medical ag: during inspection, when hospital staff were checking the operation of this c1, it displayed technical fault 446024, went into ambient mode and the alarm kept going off. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).